Manufacturer narrative:
One monarch handpiece was returned for evaluation for the report of the trailing haptic of an iol was found cut. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger was observed bent. A functional thread to barrel engagement check was performed and found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming. When advancing the plunger, the plunger contacted the ramp prior to the first line. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger resulting in contact with the ramp prior to the first line, which could result in damage to the iol. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 10 yrs. And 8 mos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incident during an intraocular lens (iol) implant procedure, noting that the trailing haptic of the intraocular lens was found to be cut. In response, the cut iol was replaced with another one, and the surgery was successfully completed. Additional information was requested